Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected where it was found the distal loop was irregularly shaped and damaged. This inspection also found that the material of the shaft bunched and twisted between the electrodes on the distal loop. A puncture was found in the shaft material near the most proximal electrode. The polarmap catheter did not have any abnormal protrusions or visual defects that would have lead to it becoming stuck in another device or the patient's anatomy. Based on all the available information the allegations were confirmed. It was determined the cause of the damage was failure to follow instructions. The polarmap instructions for use state "do not apply excessive force or torque to the polarmap, especially if resistance is encountered." The damage seen to the distal loop is mostly likely to have been caused due to force applied to the catheter. Investigation was not able to determine what exactly would have lead to the resistance in the first place, however, it may be due to the unknown source of the puncture in the catheter's shaft. The report of the catheter plastic "leaking and looked like melted" was likely an attempt to describe the bunching of the catheter shaft material that was observed in the investigation.

Event description:
It was reported that during a cryo-ablation procedure to treat atrial flutter (af) using a polarmap catheter the catheter became lodged in the vein and upon examination the catheter was deformed. They were able to extract the catheter, and confirmed there was no damage to the vein. Upon examining the catheter outside of the patient, they described the device as bent and that the plastic "was leaking and looked like melted". They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure to treat atrial flutter (af) using a polarmap catheter the catheter became lodged in the vein and upon examination the catheter was deformed. They were able to extract the catheter, and confirmed there was no damage to the vein. Upon examining the catheter outside of the patient, they described the device as bent and that the plastic "was leaking and looked like melted". They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.